Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 305 (mg/dl). Customer delivered a bolus and bg levels began to decrease. Reportedly, customer thinks that their basal settings need adjusting. Recommendation was made to consult with their health care provider to discuss pump settings and diabetes management.